Event description:
The device was used during a low anterior resection. Reportedly, the staples did not form properly and the anvil did not tilt. The surgeon resected the tissue at the application site, manually sutured, and applied another device to complete the procedure. The hosp has reported the pt's condition is satisfactory.